Event description:
Device 1 of 2: reference MFR. Report#1627487-2018-08876. Follow-up identified surgery took place on (B)(6) 2018 wherein the lead was revised to address the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-08876. It was reported the patient lost therapy due to migration of their drg lead confirmed by x-ray images. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Device 1 of 2 : reference MFR. Report#1627487-2018-08876. Additional follow-up identified 2 new leads were implanted during the patient's previously reported revision to address the issue. Effective coverage was achieved postoperatively and the issue resolved.